Manufacturer narrative:
Patient data: (B)(6), bmi 30. Manufacturing evaluation: investigation on-going. Investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product vega ps femoral component. Post operative loosening of tibia, and femur appeared to be undermined as well. It was not specified whether the tibial component was replaced; however, clarification has been requested. The report will be updated when additional information is received. A revision surgery was necessary. The surgery went well. The adverse event is filed under aag (B)(4).

Manufacturer narrative:
Investigation results: the implant arrived with two loosened bone cement parts. The investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence and the digital-camera "panasonic dmc tz8". During visual inspection of the femoral component unknown deposits were detected. The femoral component shows no abnormalities or serious visible damages. During optical inspection of the two loosened bone cement parts unknown deposits and discolorations were noted. The device quality and manufacturing history records have been checked for the affected lot number (52330189) and was found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. The root cause of the problem is most probably usage related. According to the quality standard and DHR files a material defect and production error can be excluded. In the delivered condition there was no bone cement adhesive. There is also no information about the condition after explantation. It appears a bone cement loosening as causal factor. There is the possibility for a non-adhesive from the bone cement. This can occur according to the "gebert de uhlenbrock 2012" and "schlegel et al. 2011" study. It could be possible that there were problems with the cement technique too. Potential sources of faults relating to the cement: - the processing time of the used cement was exceeded - wrong temperature - unfavourable storage - the age of the cement - wrong handling with the cement.